Manufacturer narrative:
The root cause of the positioning issue was patient condition related to transcatheter aortic valve replacement (tavr) interaction. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information provided. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella registered reduced pulsatility in waveforms and triggered an impella in aorta alarm following implant. Repositioning was attempted, but suction continued at support level p-2. Support continued that day with the implanted pump, however, it was reported that the pump was explanted the following day due to a hematoma at the access site. There was no lasting patient harm.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-14229: d3 manufacturer fax number, d6b explant date, e4 should have been left blank, g1 MDR reporting contact fax number, g1 manufacturing site fax number, h6 investigation conclusions added. This report is being filed as part of a retrospective review of historical records.